Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no thixotropic adhesive (ke45) was found on the forceps cover and chipping at the pink probe and pinholes in the light guide (lg) lens adhesive is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that no thixotropic adhesive (ke45) was found around the forceps cover, and chipping at the pink probe and pinholes in the light guide (lg) lens adhesive were found. There was no patient involvement.